Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation determined it is likely that inadvertent user mishandling during removal of the protective sheath contributed to the dislodgement and subsequent stent damage. The xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5x18mm xience alpine rx stent delivery system (sds) was prepped before the sheath/stylet was removed. The sds was advanced toward the target lesion, the system was inflated and the stent was noted to be missing. The physician inserted the sds over an unspecified guide wire and the stent was noted to be missing from the balloon. Outside the anatomy, the stent was found attached to the metal stylet. There was no reported adverse patient effect and no clinically significant delay in the procedure. Additional information was requested.